Manufacturer narrative:
Based on the info provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressings as inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. There have been several attempts made to gather additional info, but there has been no response.

Event description:
The following info was reported to kci by the nurse: a portion of the foreign material alleged to be v.a.c. Dressings was adhered to the pt's wound. On (B)(6) 2014, the following info was reported to kci by the nurse: on (B)(6) 2014, the pt was sent to the emergency room to have the foreign material debrided. No additional info is available.